Event description:
New information received notes manufacturing date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial (ra) lead was deactivated in 2017 due to loss of capture, out of range low voltage impedance, and no sensing. The physician opted to cap and replace the ra lead on (B)(6) 2021. The patient was stable.